Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded user error.

Event description:
Alleges turning around in accessible van, foot got trapped under the back of the drivers seat, she kept turning the chair, and this action broke her leg.

Manufacturer narrative:
The "patient identifier" and "date of event" was not provided. The device was evaluated after the alleged incident and the unit is working properly.

Event description:
Alleges turning around in accessible van, foot got trapped under the back of the drivers seat, she kept turning the chair, and this action broke her leg.